Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues with impedance and could not adjust the amplitude on the ins. There were no known factors that may have led to the issue. The rep did an impedance check and discovered that electrodes 3 and 7 were not functioning properly. The rep programmed the patient around those electrodes and the patient said they were getting stimulation in the areas that they wanted to feel stimulation. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.